Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a watchdog timeout alarm. Customer's blood glucose was unknown. Customer reported the insulin pump had a blank display. During troubleshooting, found multiple alarms in history. Customer reported the battery cap had been replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was pump received with blank display due to moisture damage on the electronics assembly also; moisture damage was found on the motor, battery tube, vibrator and keypad assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime test, a21, a13 and audio or beep anomaly due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.